Event description:
It was reported that, this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noisy signals oversensing and low amplitude. The technical services (ts) discussed troubleshooting options and indicated that the system may require revision as the signals are small at certain postures. Migration was suspected. Additionally, the system exhibited high shock impedances within normal limits. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noisy signals oversensing and low amplitude. The technical services (ts) discussed troubleshooting options and indicated that the system may require revision as the signals are small at certain postures. Migration was suspected. Additionally, the system exhibited high shock impedances within normal limits. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, another inappropriate shock was delivered by this s-ICD system, this time in primary vector whilst getting up from the bed. This electrode remains in service. No additional adverse patient effects were reported. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to known inherent risk of device.